Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had dislocated retainer ring and the reservoir was unable to lock in place. Customer reported insulin pump shut down and battery cap was damaged. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer : missing. Customer returned the device for alleged device shut off suddenly (unexpected battery power loss), cosmetic damage located at the reservoir tube area, and battery cap metal contact is broken off found on (B)(6), 2022. The device was received without a battery cap, partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. A test p-cap and reservoir was installed and did not lock in place due to broken reservoir tube lip and missing retainer. The device passed the self test, sleep current measurement, and active current measurement however, unable to perform the displacement test due to broken reservoir tube lip and missing retainer. Successfully downloaded the trace and history files using thus. The device s monitored for several days and no blank display, unexpected battery powering loss, or unexpected power/battery alerts noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected low battery alerts or power related alarms noted during testing. A review of the history files reveals on may 09, 2022 there was a low battery alert (22:23). Then on (B)(6) 2022 there was a change battery fault (replace battery) alert (07:54), a off no power (replace battery now) alarm (08:25), a batt out limit (power loss) alarm (08:37), the battery was removed (09:04), and finally a battery installation (09:05) occurred. The next battery removal was on april 16, 2022 (longer than one week). There were no excessive or unusual power/battery related alarms noted in the history files. The device was cut open for a visual inspection. No evidence of physical damage or moisture damage was found on the electronic assembly (electric board ), motor, or force sensor. The following were noted during physical inspection: missing retainer, cracked battery compartment, stained keypad overlay, partially broken reservoir tube lip, scratched case, pillowing keypad overlay, and missing reservoir tube o-ring. Unable to verify battery cap damage due to missing battery cap. Battery charge lasting less than expected is not confirmed. Missing retainer, partially broken reservoir tube lip, and missing reservoir tube o-ring are confirmed. Battery cap damage (metal contact broken off) is unknown due to missing battery cap. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.